Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Part where the bristles area attached to the brush head fell off / oral-b toothbrush head where the head was coming off (device breakage). No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone, on 12-jan-2018 that the part where the bristles were attached to the oral-b flexisoft brushhead fell off. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 05-feb-2018 received consumer's follow-up e-mail: the consumer recounted that he/she initially called in regards to the oral-b electric toothbrush heads where the head was coming off. No further information was provided.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that the part where the bristles were attached to the oral-b flexisoft brushhead fell off. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6)-2018 received consumer's follow-up e-mail: the consumer recounted that he/she initially called in regards to the oral-b electric toothbrush heads where the head was coming off. No further information was provided.

Manufacturer narrative:
(B)(6) 2018 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) -2018. Toothbrush heads confirmed to be counterfeit.